Manufacturer narrative:
E1: reporter address 1: (B)(6). B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event log history review identified high alarms displaying downstream occlusion reports with a faulty downstream occlusion (dso) sensor. Visual tests found no problems and functional tests could not be performed due to a custom security code found that the pump couldn¿t differentiate between lock and unlocked state, which points to a faulty lock sensor. The lock and dso sensor will be replaced.

Event description:
It was reported that the issue was "latch doesn't clip properly". There was unknown patient involvement. Device analysis found a faulty downstream dso) sensor.